Event description:
The patient had l4-5 open posterior total laminectomy. On post-operative day three (3), neurosurgery physician assistant was attempting to remove the jackson pratt wound drain when the 10mm flat portion disconnected from the tubing. Patient returned to operating room to have wound reopened and drain removed.

Manufacturer narrative:
The complaint was received for investigation and forwarded on to our manufacturing facility. Unfortunately, the actual customer sample was not available for evaluation; however, picture of the sample were sent for review. Upon evaluation of the picture it was noticed that the fracture occurred at the clear silicone tubing just at the drain/tubing junction area. The picture showed wavy/jagged edge at the fracture site. The characteristics of the fracture area are similar to those failures, which are caused by some abrasion or scoring with sharp instruments on the tubing surface. The device history record (DHR) for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformance were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of this tubing demonstrated tensile strength results of a minimum of 852 psi in testing performed. The minimum pull test specification for the point where the clear tubing meets the white silicone is 8.0 lb. DHR demonstrated pull test results of a minimum of 19.6 lb in testing performed. Inspection records for raw material used to extrude the clear tubing, where the fracture occurred, were reviewed and (B)(4)indicates that all test results are within specification limits, including tensile and tear tests. The lot number reported was manufactured on dec. 6, 2012. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of the instructions for use. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.